Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a check vent oxygen supply failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for onsite repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe), it was confirmed by the biomed customer that philips technical support had him review the error logs and there was a code relating to the manifold. Manifold can get stuck when switching from wall outlet to tanks and vice versa which produces the error, "check vent oxygen supply failed." Error log was reviewed and confirmed multiple instances of the same error that relates to the external manifold that allows for device to use oxygen tanks or facility oxygen supplied via a wall outlet. The issue is intermittent and could not be recreated at time of troubleshooting. This portion will be repaired in-house as tech support stated it is a customer replaceable part. Since the issue is intermittent the customer will proceed with repair in-house. The manifold was ordered and once received he will replace the part and return to service. The defective part will be disposed of. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.